Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel procedure, the surgeon was able to press the green button but the stapler did not fire. It was also stated that the device broke when tried to squeeze the handle to initiate the stapling. A new device was used to complete the case. There was no patient injury.